Event description:
It was reported that the patient had developed worsening seizures, and in addition high impedance reading was seen on the patient's vns device. Additionally, it was reported that the malfunction was attributable to scar tissue which had entered an uninsulated portion of a torn lead wire located under the pulse generator.

Manufacturer narrative:
Pearl pl, conry ja, yaun a, taylor jl, heffron am, sigman m, tsuchida tn, elling nj, bruce da gaillard wd. Misidentification of vagus nerve stimulator for intravenous access and other major adverse events. Pediatr neurol 2008;38:248-251.